Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/03/2011.

Event description:
The customer states "despite service, the problem has returned, the fluoroscopy has stopped again".